Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends throughout the guidewire; the corewire had multiple twists and was bent at the location of the fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, while performing a pullback with the guidewire, the tip of the device detached inside the patient. The tip of the device was not able to be retrieved was stented against the vessel wall.